Event description:
In 2007, it was reported to boston scientific corp, that radial jaw 4 biopsy forceps were used to perform an esophageal biopsy in the "duodenum distal (from the) pylorus". According to the customer, for this procedure, no medications were provided to the pt, "only xylocaine in spray to sedate the (throat)." At the conclusion of the biopsy procedure, the physician stated he "had the biopsy properly, without seeing any damage or potential bleeding." On the same day, however, the pt came back to the e.r. "Vomiting bloods." The pt was re-scoped, active bleeding at the biopsy site was confirmed. The pt was successfully treated with sclerotherapy and no bleeding appeared after this treatment.

Manufacturer narrative:
The customer provided three possible lots from which the device originated (9235217, 9298261 and 9301377). The device history records (DHR) for each of these lots was reviewed; no anomalies were noted. A search of the complaint database revealed no additional complaints reported for these lots. The may 2007 15-month radial jaw 4 biopsy forceps product family complaint trend report, inclusive of all failure modes; was reviewed; no adverse trend was noted. The radial jaw 4 biopsy forceps dfu warns, "these single use biopsy forceps should only be used to biopsy tissue where possible hemorrhage will not present a danger for pts. Adequate plans for management of potential bleeding and appropriate airway management". .